Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav eco catheter and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. It was reported that when the cryo catheter was advanced into the left atrium, a pericardial effusion was noticed and confirmed using ice (intracardiac echocardiography). There was no pericardial effusion when checking at the beginning of the procedure. Prior to advancing the cryo catheter, the pentaray catheter had been used for mapping and pulled out of the body. The medical intervention provided was a pericardiocentesis. A drain was placed and the procedure continued and was completed. The patient fully recovered. No bwi product was reinserted into the patient after the pentaray catheter was pulled. Transseptal puncture was performed. The event occurred in between mapping and ablation. The physician's opinion on the cause of the adverse event was procedure and/or patient condition.